Event description:
Complainant alleged that during routine testing and preventative maintenance, the device had no display on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.